Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Visual and optical examination reveals that the tip of the probe is broken between the 30mm and 40mm marking lines. There are marks on the shaft just past but not on the fracture where is appears a rotary gridding device came in contact with the shaft. From the look and angle of the fractured surface, it appears that excessive bending load was applied to the instrument which may have caused the tip to break. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the pedicle probe cracked and broke while in use at the l4 level. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.